Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "while installing and flushing the catheter, fluid came out of the silicone plug at the end of the catheter. Correspondingly, when aspirating, air came through the silicone plug of the catheter. Some of the air also clearly moved into the intravenous catheter. The catheter was removed from the patient. The same phenomenon was repeated with the next catheter. Since putting the catheter in place was again challenging (we swam into the vein for >25 min), it was decided to remove the stiffener wire and aspirate and flush the catheter without this. The catheter was put in place after a long struggle." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported "while installing and flushing the catheter, fluid came out of the silicone plug at the end of the catheter. Correspondingly, when aspirating, air came through the silicone plug of the catheter. Some of the air also clearly moved into the intravenous catheter. The catheter was removed from the patient. The same phenomenon was repeated with the next catheter. Since putting the catheter in place was again challenging (we swam into the vein for >25 min), it was decided to remove the stiffener wire and aspirate and flush the catheter without this. The catheter was put in place after a long struggle." No other information was provided.